Event description:
On (B)(6) 2011, pt's wife reported pt's infusion sets were bent when he pulled them out. Wife stated the pt did not get the insulin he was supposed to get. Wife reported the pt pulled out the infusion set and he noticed that it was kinked. Wife stated she does not know anything else that happened with them. Wife reported the pt only used 5 infusion sets before switching to another type of infusion set. Wife stated the pt did not seek any medical treatment because of the infusion set. Wife reported the pt's blood glucose readings were in the 400's mg/dl. Pt's normal blood glucose range is 100-200 mg/dl. Wife stated the pt changed his infusion site and his blood glucose level came down. Wife reported the pt did not receive the recall notification. Advised to discontinued using the infusion sets. The pt did not require assistance from a healthcare professional or second part to address the issue. Product was replaced and requested return of the alleged product for evaluation.